Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set w/cassette leaked from an unspecified location. This occurred during priming of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted cracks at the side of the welded cassette. An under water pressure test was performed and a leak was found at the crack location. The reported condition was verified. The cause of the crack could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.